Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel was able to provide additional patient and product information (product #, lot #, date of birth, weight), which was updated in the appropriate sections. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available.

Event description:
It was reported that approximately 4 years post vena cava filter deployment, it was determined a filter limb was protruding against the ivc wall. The filter was retrieved successfully. The patient status at this time is unknown.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned for evaluation and images were not provided for review; therefore, the complaint investigation is inconclusive. Based upon the available information, the definitive root cause is unknown.